Event description:
It was reported to the company that the patient was explanted in 2007 due to infection around his implant site. The doctor prescribed antibiotics (type unk) for the infection and decided to leave the electrode in the cochlea to let the infected site heal.